Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic (fo) error on the screen. It was noted that the iabp unit never stopped pumping. The end user swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm noted that the fo tested within tolerance after several tests. Upon review of the iabp log files, the stm observed error code #53 logged around the time of the event which indicates a fo error; however, no critical error codes were logged. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic (fo) error on the screen. It was noted that the iabp unit never stopped pumping. The end user swapped out the iabp unit with another iabp unit to continue therapy without issue. There was no harm, or injury to the patient and no adverse event was reported.